Event description:
Customer reported obtaining freestyle readings of 224 mg/dl and 339 mg/dl with the same blood sample. No adverse event was reported due to receiving these readings. The reported freestyle results differ by more than 20% and meets the manufacturer's definition of a malfunction.